Event description:
It was reported that when a device was used during a colonectomy the device staples but did not cut. The device was removed by cutting the anastomotic tissue. Hand suture was used to complete the case.